Event description:
The rptr indicated that during a follow-up visit, ventricular pacing spikes were not seen and the message "high ohms" was shown on telemetry. The lead capped, thus remains inside the pt's body.